Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient developed angina and underwent a reintervention. The index procedure treated one target lesion in the 80% stenosed mid lad (left anterior descending) measuring 2.25x18mm. Treatment consisted of predilation and placement of a 2.25x24mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged one day post procedure on asa and plavix. In 2009, the patient experienced sudden, sharp upper left chest pain radiating proximally and distally with associated nausea, shortness of breath and increased pain with movement. The patient could not locate her nitroglycerin at home and presented to the emergency room. Upon arrival, the patient's blood pressure was elevated, and she was admitted to the hospital. The pain was diagnosed as musculoskeletal. The patient was discharged. The patient presented again 10 days later as an outpatient. An 80% stenosis of the proximal lad was identified and was treated with balloon angioplasty and placement of another manufacturer's bare metal stent. A second lesion with 60% stenosis of the mid lad was treated with balloon angioplasty only. Both lesions resulted in 0% residual stenosis and the patient was discharged the following day. The investigator assessed this event as having an unknown relationship to the study stent.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.